Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with high capture thresholds. There was also some under-sensing noted. The lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.